Manufacturer narrative:
The customer returned their system for further evaluation. A verathon service representative evaluated the returned glidescope ranger video monitor and glidescope ranger video baton 3-4, where they were unable to duplicate the reported disappearing image issue. The system was tested by connecting the returned monitor and baton together and powering up the unit and manipulating the cable. The image produced was clear, with proper color rendition and distinct lines. The service technician replaced the battery in the monitor as a part of the routine service. Since the video monitor and video baton passed all functional tests, they were returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the image would disappear when the cable was manipulated. The customer indicated that they were able to complete the procedure with the same device after they manipulated the cable. No harm to patient or user was reported.